Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol was explanted from patient left eye in a secondary surgical procedure because of patient experiencing wary vision, vision reported blurry and not sharp with shadows. There was no vitrectomy and no sutures required. The replacement lens is a different model but same diopter. Patient/user outcome: uncorrected visual acuity (ucva): 20/40 best corrected visual acuity (bcva): 20/40. Visual acuity pre-op: ucva: 20/80 bcva: 20/25. Visual acuity post-op: ucva: 20/40 bcva: 20/40. No other information provided.